Manufacturer narrative:
(B)(4). The device history review for the product 2.9mm percutaneous shaft, 29cm length, lot #73c1600267 investigations did not show issues related to complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
A percuvance instrument consisting of a handle, a shaft, and an introducer tooltip was used. During the percutaneous placement the mounting brackets at the shaft shattered or fragmented. During removal of the tooltip small metal segments had to be picked up. If fragments remained in the abdominal wall could not be clarified. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit pcvsh3 29 cm shaft for investigation with one handle and one introducer tip. The returned shaft was visually examined with and without magnification. Visual examination of the shaft revealed that the actual shaft is bent significantly. Damage is also visible in the shaft insulation. The returned introducer tip is also damaged at the proximal end. Reference file pic_anp1900047707 for investigation photos. Functional inspection was performed on the returned handle with a lab inventory shaft and tool tip. The returned handle functioned with no issues found. The IFU for this product, l06749 was reviewed as a part of this complaint investigation. The IFU warns the end user, "overloading the instrument by exerting excessive forces may cause the medical device to break, deform, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend deformed instruments back to their original position." The IFU also states, "during device tool tip attachment, do not apply excessive force to lock knob when locking tool tip to shaft. If resistance is felt when moving the lock knob to the locked position, other remarks: the user should stop and remove the tool tip from the shaft then attempt to attach tool tip again. If excessive force is applied to the lock knob when attaching the tool tip, the shaft's locking mechanism will break." A corrective action is not required at this time as the type of damage observed on the returned shaft and tool tip indicates that operational context caused or contributed to this event. The reported complaint of a broken device was confirmed based upon the sample received. The returned shaft was confirmed to be significantly bent at the actual shaft and damage observed to the shaft insulation and the introducer tip was confirmed to be damaged at the proximal end. This type of damage is indicative of a device that has been used at an extreme angle with excessive force during use. A device history record review was performed on the shaft with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage and the time of discovery, operational context caused or contributed to this event.

Event description:
A percuvance instrument consisting of a handle, a shaft, and an introducer tooltip was used. During the percutaneous placement the mounting brackets at the shaft shattered or fragmented. During removal of the tooltip small metal segments had to be picked up. If fragments remained in the abdominal wall could not be clarified. The patient's condition was reported as fine.